Manufacturer narrative:
Complaint received by mst that the ring would not eject fully from the "injector" when in the eye. The evaluation of the returned device could not be completed with the shape of the used ring. A new ring was placed into the system and the system passed functional testing. The physician was able to use a new malyugin ring during surgery and the surgery was successful.

Event description:
Customer reported that the malyugin ring would not fully eject from the cannula when in the eye.